Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration, qc, and system alarm trace were requested but not provided. The field service engineer discovered a cell section was seated incorrectly. He reseated the cell section and performed system checks. He performed maintenance and performed calibration and qc. He verified all checks passed. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 results for 12 patients tested on a cobas c513 module. The initial hba1c results were reported outside the laboratory. The customer reported the initial hba1c results were questioned by a physician, and the customer performed repeat testing with the samples. On (B)(6) 2021, patient (B)(6) initial hba1c result was 8.8%, and the patient's repeat result was 5.5%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 9.2%, and the patient's repeat result was 5.9%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 7.5%, and the patient's repeat result was 6.4%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 13.2%, and the patient's repeat result was 5.6%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 13.1%, and the patient's repeat result was 5.5%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 10.0%, and the patient's repeat result was 6.3%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 10.6%, and the patient's repeat result was 4.8%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 13.0%, and the patient's repeat result was 5.4%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 14.9%, and the patient's repeat result was 5.6%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 9.4%, and the patient's repeat result was 5.9%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 9.3%, and the patient's repeat result was 6.3%. On (B)(6) 2021, patient (B)(6) initial hba1c result was 10.9%, and the patient's repeat result was 5.1%. The customer determined the repeat results were correct and corrected reports were provided. The hba1c reagent lot number and expiration date were requested but not provided.